Event description:
The customer reported that he was hospitalized due to high blood glucose levels over 441 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. During the call, the customer began showing signs of diabetic ketoacidosis like nausea, excessive thirst and abdominal discomfort. The customer could not find his syringes to treat manually, therefore the paramedics were called. They arrived shortly after, but they did not treat the customer. The customer checked the infusion set, and noticed that it was falling out of his body. The customer stated that he would be changing the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.